Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed an on site functional investigation. The ups batteries were replaced on the system. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This part was discarded by the site and will not be returned to manufacturer for analysis. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mobile view station (mvs) is powering down immediately following being unplugged. There was no patient present when this issue was identified. No additional information was provided.